Event description:
It was reported that the central station is experiencing wave form freezing. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. Results of functional testing indicate a software issue. Fco86201964a was implemented and the patient information center ix (pic ix) upgraded to c.03.08. Based on the information available and the testing conducted, the cause of the reported problem was a software issue. The reported problem was confirmed. The device was operational after repairs were completed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the central station is experiencing wave form freezing. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) was dispatched for onsite service and the patient information center ix (pic ix) software was upgraded to version c.03.08.